Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16apr2024. Additional, changed, and/or corrected data: h4.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.